Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus screen was unresponsive. Customer¿s blood glucose was 300 mg/dl. The customer declined to provide further information to tandem technical support and reported that the issue was resolved. Customer continued to use the pump for insulin therapy.